Event description:
According to the reporter, a day after an open right hemicolectomy, there was anastomotic leak. The anastomosis staple line was open with no visible staples. It was noted that there was severe anastomosis failure. The surgeon had to create a stoma and patient on antibiotics. Patient still in hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.